Event description:
Surgeon advised his intent to remove an lcp curved plate and a retrograde im nail due to on-going non-union. Patient was originally implanted with retrograde im nail and two 5.0mm titanium locking screws on unknown date at unknown facility. The patient was later implanted with an lcp curved plate and nine 5.0mm locking screws due to non-union. Subsequently x-rays were taken on an unknown date and revealed a broken plate. The patient was returned to the operating room on (B)(6)2012 for removal of all hardware. During removal of the plate the surgeon noted that one of the 5.0mm locking screws was also broken. During removal of the im nail one of the 5.0mm titanium locking screws was also noted as broken. All pieces were retrieved. Patient was revised to a larger diameter nail with three screws, one above the fracture and two distal to the fracture. Revision also included autograft from iliac crest and medtronic infuse. This report is #12 of 13 reports for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.